Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls and calibration were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the error log and did not find any errors during the time of event. After analyzing the instrument, the cse found that there was indication of gel buildup on the aliquot drain. The cse cleaned the drain with bleach and replaced the aliquot probe as proactive action. The cse verified the alignments in the auto-alignment tab and ran system check, which passed. Quality controls (qc) were run, which were acceptable. During a follow-up report, the cse found that the customer was receiving abnormal assay flags on glu qc. The cse ran service method testing and replaced the sample probe 1 mixer. The cse verified the belts and vertical couplers, cleaned the drains and verified the probes straightness. The cse performed the auto-alignment on sample probe 1 and sample probe 2 assemblies, which were acceptable. The cse ran mixer diagnostic and system check, which were acceptable. The cse reset the result monitor and ran glu calibration, which was acceptable. The cse ran base line result monitor and customer ran qc, which was acceptable. The cause of the discordant, falsely low glu results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glu results.